Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was stuck in the patient's nose. Sedation was required to remove the device. The patient was given muscle relaxers for pain. They followed up with the patient the next day and and the patient is fine.